Event description:
It was reported that during a tunica vaginalis testis procedure the physician experienced a unilateral needle pull off. The physician was unable to retrieve the mesh abdominally despite enlarging the incision by a small amount. The physician was able to remove most of the sheath vaginally and left the tape in place. The physician was able to complete the procedure by adjusting the tape on the other side. It is believed that a portion of the shrink tube and sheath are retained in the pt. Pt is voiding fine and has elected to leave the portion of the shrink tube collar and sheath in place.